Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
After a arteriogram procedure, the hemostatic valve became detached from the sheath during removal. A wire was threaded through the broken piece in order to remove from the pt without harm. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Catalog # kcfw-6.0-38-70-rb-raabe. (B)(4). Investigation - evaluation: a review of complaint history, quality control, and specifications was conducted during the investigation. The device was not returned for investigation. Examination of the photo provided by the user facility confirms that the sheath separated from the check-flo assembly. It cannot be determined if there were any stretching or deformation of the flare on the sheath caused during separation. There is no evidence to suggest the product was not manufactured per specification. Detection activities have been conducted; without the benefit of inspecting the complaint device, it is difficult to determine with certainty why the reported failure mode occurred. Quality engineering risk assessment (qera) was used to evaluate the risk. The addition of this complaint does not change the conclusion; no further risk reduction is required. The appropriate internal personnel have been notified and we will continue to monitor this device.

Event description:
After an arteriogram procedure, the hemostatic valve became detached from the sheath during removal. A wire was threaded through the broken piece in order to remove device portion from patient. The device was fully removed from the patient without harm. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4)

Event description:
After an arteriogram procedure, the hemostatic valve became detached from the sheath during removal. A wire was threaded through the broken piece in order to remove device portion from patient. The device was fully removed from the patient without harm.according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.